Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported by the sales rep, that during a metatarsal fracture repair procedure, the surgeon prepared the insertion site using a 2.2 drill, the ar-8725-50h screw was inserted, as the surgeon made the final turns, to countersink the screw it broke approximately 19-20 mm from the drive insertion point. The surgeon used an ar-8737-61, easy out tool, on power to try and release the screw and the tip of the driver broke. The portion of the screw with the driver insertion was removed. The remainder of the screw was left in with the tip of the easy out tool still in the cannulation of the screw. The case was completed with the remainder of the screw still across the fracture site with the fracture reduced. Additional information obtained 01/06/2020: the screw broke but the driver for the screw did not break. The extraction tool broke later in the procedure. The remaining 30 mm of the screw was left in the patient, still across the fracture site, with the tip of the easy out tool in the screw's cannulation. The surgeon did not need to use any additional screws or additional incisions. It was a metacarpal fracture and there were limited access points. The surgeon did not need to do anything additional that was unplanned. The fracture was reduced by the remaining 30 mm piece of screw. The only additional part of the procedure was the attempted unsuccessful removal with the easy out tool.